Event description:
It was reported that the pump motor stall unexpectedly occurred and did not recover. The patient was not exposed to MRI. The patient experienced symptoms of withdrawal related to the motor stall; itching and return of spasticity were noted. The cause of the motor stall was not determined. The pump was replaced on (B)(6) 2012. The patient recovered without further sequela and was receiving effective drug therapy. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted:unk, sc connector model# 8578, lot# n152893, implanted: 2008 (B)(6), explanted: unk. Final analysis of the pump revealed motor corrosion; feed thru anomaly.